Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implant date: (B)(6) 2017; product ID: 4351-35 gastric mgu lead, implant date: (B)(6) 2019; product ID: 4351-35 gastric mgu lead, implant date: (B)(6) 2019; product ID: 37800 gastric mgu ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was also reported that the right ventricular (rv) lead has been exhibiting short v-v intervals. It was further reported that the right atrial (ra) lead exhibited possible under-sensing on stored electrograms (egms). Both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.